Event description:
Received device report from synthes (B)(4). A facility in (B)(6) reported an incorrect label. When opening the package to put in loan set it was noted that a screw with part number 214.058 was in the package. The package was labeled with part number 214.858.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.